Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was likely that a high-energy endo therapy accessory may have been used without ensuring a sufficient distance from the distal end. However, a root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for use: "inspection method for the suggested event1 is described in the instruction manual (operation manual) for gif-h290t ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope.". Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited a burnt tip cover. There were no reports of patient involvement.